Event description:
The surgeon implanted an aq2010v three piece silicone lens but the haptic tore while it was being inserted. The lens was removed in pieces with no pt injury or event. The nurse indicated that it was unknown as to why the haptic tore. An msi-pm injector and an aq2.8s cartridge were used but, the lot numbers were not provided by the facility.